Event description:
It was reported that the implantable pacemaker system exhibited high out of range pacing impedance measurements greater than 3000 ohms and high capture threshold on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. Reportedly, an x-ray was performed and it did not reveal anything unusual. The ra lead pacing impedance was determined to have sudden and intermittent changes. The plan was made to revise and replace the ra lead and connect the new lead to the device. All tests performed through the pacing system analyzer (psa) were within normal range, however, when the new ra lead was connected to the device, high cut of range pacing impedance was noted again. Subsequently, the physician decided to explant and replace the device, and the new device exhibited all measurements within normal range. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).